Event description:
It was reported that the tip of the driver broke off during the procedure and was retained by the patient. There were no additional patient impacts or surgical delays reported.

Manufacturer narrative:
The device was not returned for evaluation. However, a photo was provided and used for evaluation which confirmed that the driver tip is fractured. Based on the clean fracture, it is possible that there was a patient factor such as hard bone or inadequate bone prep which could have led to additional forces placed on the driver tip, causing the failure. Labeling was reviewed and found to contain adequate instructions. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control.

Event description:
It was reported that the tip of the driver broke off during the procedure and was retained by the patient. There were no additional patient impacts or surgical delays reported.

Manufacturer narrative:
The driver was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. Labeling was reviewed and found to contain adequate instructions.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the driver broke off during the procedure and was retained by the patient. There were no additional patient impacts or surgical delays reported.